Event description:
The implantable pulse generator system was returned with no information. A database search by serial number revealed the patient had expired less than 1 year after implant. Follow up was unable to find information regarding the patient's cause of death. No complaints, allegations, or previous contacts have been made regarding the device system or any of its individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4): the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found.